Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and found that the top cover was cracked. Review of the archive data revealed a system error 132 (internal watchdog timeout) error message had occurred on (the presumed event date) (B)(6) 2016. Functional testing could not be performed since the reported system error message was displayed after the platform was powered on. Further investigation found that the processor pca board was faulty. In summary, the primary complaint was confirmed during archive review and functional testing. The autopulse platform is a reusable device and was manufactured in 2010. Therefore, this type of issue is characteristic of normal wear for the life of the device. To resolve the primary issue, the processor pca board was replaced.

Event description:
It was reported by the zoll demo coordinator that the autopulse platform (s/n: (B)(4)) displayed an error message of system error, revert to manual CPR. There was no patient involvement reported.